Event description:
Customer reported, the system displayed a charger failed error during a case. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries. No pt injury was reported.